Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels, with readings displayed as ¿high¿ on the omnipod system, indicating values greater than 400 mg/dl. During pod wear, the patient reported noticing the smell of insulin, suggesting a possible insulin leak. Reported symptoms included vomiting, headache, dizziness, trembling, and inability to walk. The patient presented to the emergency room, where she was diagnosed with elevated ketone levels. Treatment consisted of intravenous fluids and replacement with a new pod. The patient remained under observation for approximately five hours and was returned home the same day.